Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Backlight ok.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. Customer's blood glucose was 74 mg/dl. It was reported that while attempting to enter blood glucose the down button became stuck, as a result, the backlight stayed on. It was also reported that a button error alarm was received. Caller was able to clear alarm the day prior but was not able to clear it on current date. After troubleshooting, customer was advised that insulin pump would need to be replaced.